Event description:
It was reported that the patient was undergoing an implant procedure. After the pocket was sewn the pacemaker exhibited loss of telemetry and was found in backup vvi mode. It was noted that electrocautery had not been used. The attempt for a firmware download was unsuccessful. The physician decided to explant and replace the pacemaker. No patient symptoms were reported.